Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance of greater than 2,500 ohms on the left ventricular (lv) lead. The lv lead is a non-boston scientific product. The threshold measurements are adequate, and the physician plans to continue monitoring the device. This crt-d remains in service. No adverse patient effects were reported.